Event description:
A surgeon reported that a pt developed endophthalmitis and severe iritis four days after implantation of an intraocular lens (iol). The pt was referred to a retinal surgeon for a vitrectomy and treatment with vancomycin. A culture was positive for coagulase negative staphylococcus epidermidis.